Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products reported under complaint no. (B)(4).

Event description:
The enterprise stent (enf452812/1041516) did not advanced in the prowler select (mc) microcatheter during use in the patient. There was no adverse event reported, and the components will be returned for analysis.

Manufacturer narrative:
The enterprise stent (enf452812/1041516) did not advanced in the prowler select (mc) microcatheter during use in the patient. There was no adverse event reported, and the components will be returned for analysis. A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The hub was inspected and no damages were noted on it. The body of the device was inspected and no damages were noted on it just residues of dry blood can be observed on the device. The ID from the micro-catheter was measured and was found within specification. The micro-catheter was flushed using a lab sample syringe (nipro) and residues of dry blood were expulsed from the distal tip of the received device. After that a 0.018¿ a guide wire lab sample was introduced into the micro-catheter and it advance smoothly until the microcatheter's distal tip. After that the micro-catheter was flushed again and a lab sample enterprise was introduced into the micro-catheter and it advance smoothly until the microcatheter's distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 17020949 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as ¿catheter (body/shaft) ¿ obstructed¿ was not confirmed during the functional test. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device was received for analysis.additional information will be submitted within 30 days of receipt.